Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the structural balloon failed to inflate. An alternate balloon was used to complete the procedure. There was no blood loss and no delay to surgery. There was no device component that fell into the patient cavity. There was no unanticipated tissue loss or tissue damage.